Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the neuro-tip foot had been drilled into and had vibration. It was determined that the cause of the vibration was due to worn out bearings (normal wear). It was further determined that the cause of the drilled craniotome foot was due to failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip. The assignable root causes were determined to be due to user error and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the neuro-tip foot of the craniotome device had been drilled into and had vibration. The device was initially returned to (B)(6) because the head of the attachment was deflected. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: incorrect manufacturer report number: upon further review of this complaint, it was determined that an incorrect MFR# 8030965-2018-57252 was submitted for this complaint. Reference MFR# 1045834-2018-52409 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.